Event description:
The biomedical engineer (bme) reported that the gz transmitter was intermittently rebooting on its own while in patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter was intermittently rebooting on its own while in patient use. They tried new batteries, but the issue persisted. No patient harm was reported. Investigation summary: the reported device was sent into nihon kohden america (nka) for evaluation and the reported issue was duplicated and confirmed. A definitive root cause could not be determined. However, upon evaluation from the nk repair center (rc), the device immediately began to reboot and shut down. Upon inspection, the rc found that the device had fluid damage near the battery contacts. Additionally, the board was faulty from the fluid damage. The gz telemetry device is neither shockproof nor waterproof, and water or other fluid ingression can result in device failure. To resolve the issue, an exchange (gz-130pa, serial number: (B)(6)) was successfully shipped to the customer. A serial number review of the reported device (gz-130pa, sn: (B)(6)) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/08/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/12/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 07/24/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was intermittently rebooting on its own while in patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was intermittently rebooting on its own while in patient use. They tried new batteries, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/08/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/12/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 07/24/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.